Event description:
A malfunction was reported with a code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The customer successfully reset the pump, and the malfunction did not recur. It was decided that the customer could continue to use the pump, and they were advised to call back if the issue reoccurs.